Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the burn was detected on the distal end of the cutting wire and tube near cutting wire. There were no abnormalities in the outer diameter and dc resistance between the cutting wire and plug. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. According to the report from the hospital and investigation, omsc assumes that setting of the electrosurgical unit and activating time might cause burn and after bleeding. The device instruction manual has warned users that "always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforations, bleeding, or mucous membrane damage." This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following report: 8010047-2015-00972.

Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic sphincterotomy (est), the doctor found the duodenal papilla burning. When he withdrew the subject device from the patient and checked it, the burn of the distal end of the cutting wire was also detected. The doctor completed the procedure with another same device. The treatment for burnt papilla was not required. After 6 days, the patient underwent an urgent endoscopic retrograde cholangiopancreatography (ercp) due to bleeding and a stent was exchanged. The doctor said that the bleeding was likely to be caused by est. After 3 days, a second ercp was performed in order to find the bleeding point. The doctor said that he couldn't judge the bleeding to be due to est since he couldn't find the bleeding point. Pancreatitis didn't occur and the patient was stable but the doctor thought that a follow-up was necessary. This is a report about burn of the duodenal papilla.